Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5117049 / 5116732, model/ catalog description: linear st lead kit 70 cm. Model number/ catalog number: sc-8336-50, serial number: (B)(4), batch/ lot number: 7048602, model/ catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient underwent an explant procedure.